Event description:
Catheter broke in half approx 2 mos after placement. 2/22/98, nurse unable to flush catheter for chemotherapy. Distal part of catheter migrated to pulmonary artery, retrieved by interventional radiology on 01/23/98. Proximal portion was surgically removed on 01/28/98. The catheter breakage was a "clean-cut". Surgeon never experienced catheter breakage before. Surgeon had contacted/called bard to find out reason for breakage. However, the surgeon feels the MFR's answer was unsatisfactory. Surgeon is concerned for his clients safety and about the quality of the device.